Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was temporary disappeared before the urology procedure. The user replaced the subject device to another device and completed the procedure. The occurrence date of the event is unknown. The procedure needed the extension time for 15 minutes but there was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device but could not duplicate the reported phenomenon. However it was found corrosion in the video connector and on the electrical contacts. Based on the report of the service department of (B)(4) and it said there was corrosion in the video connector and on the electrical contacts, omsc surmised there was the possibility this phenomenon was attributed to temporary communication failure between the subject device and video processor due to its corrosion. If additional information is received, this report will be supplemented.